Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-in for 4 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-02448 and 2134265-2014-02449. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. During preparation on a system testing, motor drive unit pullback failure occurred. There was no patient involvement. Thus, no patient complications were reported.